Event description:
It was reported by the customer's wife that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 600 mg/dl. The customer keep giving himself insulin. The customer was admitted at (B)(6) on (B)(6) 2014 and he was release on (B)(6) 2014. The cause of the customer hospitalization per health care provider was high blood glucose. The customer's wife wanted to upload husband insulin pump and to talk to health care provider. The customer's wife does not feel it is the insulin pump and declined to troubleshoot this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.